Event description:
It was reported that an ilet device became unresponsive to touch despite charging and a mobile-app-initiated restart, with no visible screen damage, and a replacement unit was provided; the affected device component was the display/touchscreen and the problem involved loss of user interface function. No symptoms reported and blood glucose remained unaffected. Outcomes included the user temporarily transitioning to an alternative insulin therapy and later completing setup and sensor pairing on the replacement device after distancing the old device from the sensor. Investigation included remote troubleshooting and user-guided checks, including visual inspection for screen damage and functional restart attempts. Investigation of this case revealed the original unit¿s screen remained nonfunctional while power and connectivity were intact, and the replacement resolved the usability issue. It was concluded that the event was a device malfunction of the touchscreen/display with no patient injury and no effect on glycemic control.